Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010, a lumbar peripheral neuroelectrode was damaged during implant procedure. There were "no patient signs or symptoms" noted. The neuroelectrode was replaced, without incident noted. The issue resolved without sequelae. It was reported that on (B)(6) 2010, there was a "possible infection" surrounding the pulse generator site in the patient's left anterior abdomen, with "redness and induration" noted. The patient was referred to an infectious disease specialist. There was no treatment for the possible infection or patient outcome provided. Additional information was requested, but not provided at the time of this report.